Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16867. It was reported that the patient underwent an extraction procedure due to bacteremia. The pacemaker was explanted, and the right ventricular lead was capped on (B)(6) 2019. The patient was pacemaker dependent. A competitor right ventricular lead was implanted post extraction and it was connected to an external pacemaker. There is no known allegation from a health professional that suggests the infection was related to the device or the leads.

Manufacturer narrative:
As received, a pacemaker was returned above normal elective replacement indicator. No anomalies were found.